Event description:
It was reported that the customer received an auto-off alarm due to no interaction with the pump for an extended period of time. The customer's blood glucose level was elevated (300mg/dl). During troubleshooting with tandem technical support, the customer understood that the auto-off safety feature can be extended or turned off.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, supplemental report will be submitted.